Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: broken cinchlock anchor with metal driver still in the patients hip. Probable root cause: design. Interconnection between anchor and inserter too tight. Insufficient assembly design between anchor and inserter to facilitate ease of inserter removal. (B)(4) materials too weak, deformed during insertion. Manufacturing: anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Incorrect heat treatment applied. Application: user unfamiliarity with device.

Event description:
It was reported that the patient has post op pain from broken anchor.

Manufacturer narrative:
Alleged failure: broken cinchlock anchor with metal driver still in the patients hip. Probable root cause: design - interconnection between anchor and inserter too tight, insufficient assembly design between anchor and inserter to facilitate ease of. Inserter removal - raw materials too weak, deformed during insertion. Manufacturing - anchor/inserter not manufactured to specification, anchor/inserter not assembled to specification, incorrect heat treatment applied, application - user unfamiliarity with device. The device manufacture date is not known. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient has post op pain from broken anchor.